Event description:
It was reported that the patient presented to the clinic experiencing dizziness and fatigue. Upon interrogation, the pulse generator exhibited backup vvi operation. After a device firmware download, normal device function resumed. The patient was in stable condition post download.